Manufacturer narrative:
The following fields were updated with additional information: d.4. Medical device lot#: 0279138. D.4. Medical device expiration date: 2/28/2022. H.4. Device manufacture date: 10/5/2020. D.4. Medical device lot#: 0337327. D.4. Medical device expiration date: 3/31/2022. H.4. Device manufacture date: 12/2/2020. D.4. Medical device lot#: 1029748. D.4. Medical device expiration date: 5/31/2022. H.4. Device manufacture date: 1/29/2021. H.6. Investigation: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter- plastic with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported that 20 bd vacutainer® sst¿ ii advance plus blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "gel strings or gel aggregates/marbles on the sides of the tubes. Plastic marbles and plastic strings on the inside of tubes."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0279138. Medical device expiration date: 2022-02-28. Device manufacture date: 2020-10-05. Medical device lot #: 0337327. Medical device expiration date: 2022-03-31. Device manufacture date: 2020-12-02.

Event description:
It was reported that 20 bd vacutainer® sst¿ ii advance plus blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "gel strings or gel aggregates/marbles on the sides of the tubes. Plastic marbles and plastic strings on the inside of tubes.."